Manufacturer narrative:
Sections a2, a3, and b7 were updated. Patient medication was added. It was noted that foam was present on the primary/secondary tube.

Event description:
There was an allegation of questionable roche diagnostics magnesium reagent results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 3.37 mg/dl. The repeated result was 2.18 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The customer's qc was acceptable. The investigation reviewed the system's alarm trace. Abnormal sample aspiration, clot detection, and insufficient sample alarms were observed. The field service representative adjusted the water pump because it was higher than 65 kpa. The wash station of the reagent probe was not rinsing the probe adequately so he checked that the reagent probe was not bent or dirty at the tip. He cleaned the probe. He adjusted the water flow in the reagent probe wash station. He adjusted the water volume dispensing in the rinse station with the service software. He adjusted the basic and acid detergent dispensing in the rinse station because he found that they were low. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The customer's calibration was acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.